Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 6:00pm. Reporter alleges that the meter gave a result around 60-65mg/dl. Reporter stated that the end-user received a result around 60-65mg/dl and the ems was called. Reporter stated that the end-user had lunch earlier in the day that consisted of a banana and honey. Ems arrived within 5 minutes of testing with the prodigy meter and the end-user was unresponsive by that time. Reporter stated that the end-user did not consume anything to eat or drink while waiting for the ems to arrive. The end-users blood glucose was 32mg/dl when tested with the paramedics' meter. Paramedics did not test with the prodigy meter. Reporter stated that the paramedics gave the end-user an IV of glucose solution. The end-user was not taken to the hospital and no other treatment was received. Reporter did not know if there were any changes to the end-users medication. No more information was provided.